Manufacturer narrative:
The initial report did not indicate an issue with the tibial tray. In general, there are multiple factors related to the procedure that could routinely increase the difficulty of attaching the insert to the tibial tray. This report is based on new information received on (B)(6) 2019 when the investigation revealed an out of tolerance chamfer inside the tibial tray that may make it more difficult to snap the insert in place. The initial reporter indicated there were 3 events related to difficulty in assembling. This is report 3 of 3.

Event description:
During total knee arthroplasty on (B)(6) 2019, the surgeon had difficulty assembling the insert to the tibial tray and used a mallet. The initial reporter indicated there were 3 events related to difficulty in assembling. This is report 3 of 3.